Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect aware date. The correct aware date for the previous report is (B)(4) 2014.

Event description:
It was reported that the patient passed away. No other information was provided at the time of initial report. The patient's last known physician was contacted and reported that the patient had not been seen in over a year and that the death was not known. Attempts to obtain additional information are in progress. No additional information has been received to date.

Event description:
The vns patient¿s death certificate was received indicating that the patient passed away while in the hospital. No autopsy was performed and the patient¿s remains were buried. The immediate cause of death is listed as ¿multi-organ failure¿ with sequentially listed causes contributing to the patient¿s death including: ¿status epilepticus¿ and "epilepsy". Secondary health conditions contributing to the patient¿s death include: ¿down¿s syndrome¿, ¿obstructive sleep apnea¿, ¿hypothyroidism¿ and ¿obesity¿.

Event description:
Additional information was received stating that the vns patient was hospitalized due to septic shock in the presence of intractable seizures. During the course of inpatient treatment, the patient developed multi-organ failure including acute on chronic respiratory failure and kidney injury. The patient's caretakers elected to withdraw medical care and institute comfort-only treatment. The patient passed away shortly thereafter.